Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that, as action/intervention to resolve the issue, the ins was interrogated and found to be at elective replacement indicator (eri) status and needed to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the caller was looking for assistance in checking to see if the patient's ins was on and the patient had a change in symptoms. The caller stated the couple days prior the patient had trouble standing, had been drooling, had an increase in lethargicness, and his weakness had gotten more severe. At the time of the call the patient programmer showed stimulation was on, the battery was ok, the right side was 4.0v and the left side was 3.8v. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp indicated the cause of the symptoms was low battery. The ins was replaced and the symptoms improved.